Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to clinic due to vibratory patient notification alert, device was found to be in back-up vvi mode. Device download was performed successfully and normal function was restored. Patient was discharged without any adverse event.